Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #2937457-2014-01259, 1225714-2013-03814 and 03815.

Event description:
The plaintiff's attorney alleged that the decedent that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.